Event description:
Customer reported a cracked and shattered touchscreen on a device. The screen was confirmed damaged beneath the protector, rendering it unresponsive and illegible, but there was no adverse impact on the blood glucose level, which was 156 mg/dl. The pump was within warranty, and tech support arranged for a replacement while customer used multiple daily injections as a backup therapy. Tech support provided instructions for storage and requested return of the problematic pump using a pre-paid label within 10 days.